Manufacturer narrative:
Follow-up #1. Date of submission 11/13/2015-product analysis: the device was returned and evaluated by product analysis on 11/04/2015 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no abnormal behavior or related issues. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. No keypad response issue was observed. All deliveries performed during investigation were accurately recorded on the pump¿s history.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging there were 0 units delivered of an unknown non-programmed bolus amount of bolus deliveries in the pump's history. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was no resolved with troubleshooting.